Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the tip of the broach broke off in the femoral canal and was left in the patient.